Manufacturer narrative:
The entire lead was returned in three pieces. External insulation abrasion was noted at 14.2-15.3 cm from the connector pin consistent with lead friction to the device can. External insulation abrasion was also noted at 27.4-27.8 cm from the distal tip consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 9.0-9.7 cm, 10.3-13.2 cm and 11.3-12.0 cm from the distal tip. The cause of the reported event is consistent with abrasions found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10349. It was reported the patient presented to the clinic for a follow up. Interrogation showed elevated capture thresholds and noise on the atrial lead. The patient was asymptomatic. The physician also noticed externalized conductors on the patient's ventricular lead. The physician explanted and replaced the atrial and ventricular leads. The patient was stable throughout.